Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, the atrial lead exhibited failure to sense. During the procedure, it was also noted that the atrial lead exhibited damage. The atrial lead was capped. On 10 apr 2024. The patient was in stable condition.